Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture." Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photos identified, rupture: not observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Patient reported right side "rupture." The device has been explanted and replaced.